Manufacturer narrative:
H11: the low leak-co2 rebreathing risk error (e/c 1203) occurred during testing, and the flow sensor was damaged. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: in a follow-up good faith effort (gfe) response received on 09oct2023, it was confirmed that the device was repaired by the hospital, so no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a low leak-co2 rebreathing risk error (e/c 1203) occurred, and the flow sensor was damaged. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Per good faith effort (gfe) response received 08/31/2023, the authorized service provider (asp) confirmed that a low leak-co2 rebreathing risk error (e/c 1203) occurred, and the flow sensor was damaged.